Manufacturer narrative:
Qn# (B)(4). The device involved was not returned for evaluation by the manufacturer. However, samples of a varient model in current production were used for testing. Samples (200) were taken from current production and visually inspected. The issue reported was not observed in the current manufacturing process. A device history record investigation did not show issues related to this complaint. A record assessment (fmea) was conducted and no update is required. Customer complaint cannot be confirmed. Root cause cannot be determined. The device sample is needed for a proper and thorough investigation. If the device sample becomes available this report will be updated with the evaluation results.

Event description:
Customer complaint alleges "in the first hospital of changed, the steel wire was found deformed and the tube could not recover after being flatten, which had impact on the ventilating during usage." (Continued) no patient harm or required intervention was reported. Patient condition reported as fine.